Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to have been discarded.

Event description:
It was reported that a multifire scorpion needle ((B)(4)) was being used in a rotator cuff repair procedure. While the surgeon was using the scorpion to pass a fibertape, he fired the scorpion and it did not pass. The surgeon attempted to fire it two more times but was unsuccessful. He removed the scorpion to check the needle, and noticed that the tip of the needle was broken off. The scorpion jaws were securely clamped on the tissue during suture passing. No patient injury reported.